Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor holder and cover would not latch close. The manifold assembly was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a possible main manifold issue. There was no report of patient involvement.